Event description:
Catheter split at the y of the dual lumen and piece broke completely off. This was lumen used for administration of 5 fu, the other side was used for blood sampling and required flushes every 12 hours. (*)